Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Additional information received, identified the patient underwent surgical intervention wherein the cervical lead explanted and replaced.